Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: as reported with intake form for this event, no health damage to the patient. Impact code: 4625 - additional surgery: as reported from intake form for this event, additional surgery occurred on (B)(6) 2025, a ctag stent graft (21 mm × 15 cm + 31 mm × 20 cm, gore) was implanted. The endoleak then disappeared. 4642 - additional device required: as reported from intake form for this event, ctag stent graft (21 mm × 15 cm + 31 mm × 20 cm, gore) was implanted. Medical device problem: 2993 - adverse event without identified device or use problem: the site confirmed that there was no migration, integrity failure, module separation. Also, no issues with the device before or during implant. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid > leakage > endoleak > type not determined (B)(6), occurrence rate for this event type was 0.025%. No trend was identified at this time requiring action. 4111 - communication/interviews: additional information was received which stated the below: ·it is unknown if there was sac regressions post op. ·no endoleak observed intraoperatively. ·an additional stent graft was implanted to resolve the late endoleak. ·there was no migration, integrity failure, module separation. ·endoleak type could not be identified by the site ·no issues with the device before or during implant ·the IFU was followed ·the oversize used in unknown by the site. ·diameter of healthy vessel at the landing zone is unknown ·it's unknown if there was any significant curvature or other anatomical feature near the landing zone that might have impacted the device. ·the device was used to treat an aneurysm. 3331 - analysis of production records: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. 4112- analysis of information provided by user/third party: scan review was performed on the 21 aug 25 that concluded: ·no pre-operative imaging available. Suitability of device selection cannot be assessed. ·a distal seal has not been obtained following the thoraflex hybrid implant due to the final 2 distal rings appearing inverted. This has resulted in a type 1b endoleak. ·a possible cause of this presentation is a failure to fully release the device before removal of the delivery system. ·the endoleak has been subsequently treated with a tevar extension. ·from review of the scans the relation of the event to the device was determined to be related. ·all branches remained patent, also device remained patent no thrombus/occlusion was identified during scan review. 4117 - device not accessible for testing: device remains implanted. Investigation finding: 3233 - results pending completion of investigation. Investigation conclusion: 22 - known inherent risk of device: IFU review was performed which confirmed within thoraflex hybrid nagase japanese IFU mentions endoleaks withing problems/adverse events section of the IFU. 11 - conclusion not yet available.

Event description:
On (B)(6) 2024, total arch replacement with frozen elephant trunk (tar-fet) was performed to treat an acute dissection using the thoraflex hybrid stent graft. During postoperative followup, expansion of the aneurysm diameter (false lumen) due to endoleak was observed. The type ofendoleak could not be identified. On (B)(6) 2025, a ctag stent graft (21 mm × 15 cm + 31 mm × 20 cm, gore) was implanted. The endoleak then disappeared. Brief description of the event as reported from the complainant. No health damage to the patient.

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: as reported with intake form for this event, no health damage to the patient. Impact code: 4625 - additional surgery: as reported from intake form for this event, additional surgery occurred on (B)(6) 2025, a ctag stent graft (21 mm × 15 cm + 31 mm × 20 cm, gore) was implanted. The endoleak then disappeared. 4642 - additional device required: as reported from intake form for this event, ctag stent graft (21 mm × 15 cm + 31 mm × 20 cm, gore) was implanted. Medical device problem: 2993 - adverse event without identified device or use problem: the site confirmed that there was no migration, integrity failure, module separation. Also, no issues with the device before or during implant. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid > leakage > endoleak > type not determined (B)(6) 2021 - (B)(6) 2025, occurrence rate for this event type was (B)(4). No trend was identified at this time requiring action. 4111 - communication/interviews: additional information was received which stated the below: ·it is unknown if there was sac regressions post op. ·no endoleak observed intraoperatively. ·an additional stent graft was implanted to resolve the late endoleak. ·there was no migration, integrity failure, module separation. ·endoleak type could not be identified by the site ·no issues with the device before or during implant ·the IFU was followed ·the oversize used in unknown by the site. ·diameter of healthy vessel at the landing zone is unknown ·it's unknown if there was any significant curvature or other anatomical feature near the landing zone that might have impacted the device. ·the device was used to treat an aneurysm. 3331 - analysis of production records: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. 4112- analysis of information provided by user/third party: scan review was performed on the (B)(6) 2025 that concluded: ·no pre-operative imaging available. Suitability of device selection cannot be assessed. ·a distal seal has not been obtained following the thoraflex hybrid implant due to the final 2 distal rings appearing inverted. This has resulted in a type 1b endoleak. ·a possible cause of this presentation is a failure to fully release the device before removal of the delivery system. ·the endoleak has been subsequently treated with a tevar extension. ·from review of the scans the relation of the event to the device was determined to be related. ·all branches remained patent, also device remained patent no thrombus/occlusion was identified during scan review. 4117 - device not accessible for testing: device remains implanted. Investigation finding: 4248- usage problem identified: the final two stent rings have an irregular appearance and appear to be inverted where it deployed within the immediate proximal stented region. As a result, a distal seal has not been obtained and there is evidence of a type 1b endoleak. The endoleak has been subsequently treated with a tevar extension. Following discussion with our research and development team, a possible cause of this presentation would be retraction of the delivery system before the release wire had been fully removed. Investigation conclusion: 22 - known inherent risk of device: IFU review was performed which confirmed within thoraflex hybrid nagase japanese IFU mentions endoleaks withing problems/adverse events section of the IFU. 4311- adverse event related to procedure: the root cause of the investigation was determined to be procedure related. This was based on: ·the final two stent rings have an irregular appearance and appear inverted and have deployed within the immediate proximal stented region. As a result, a distal seal has not been obtained and there is evidence of a type 1b endoleak. ·also, no issues being identified with the device during manufacturing process 61 - unintended use error caused or contributed to event: the final two stent rings have an irregular appearance and appear to be inverted where it deployed within the immediate proximal stented region. As a result, a distal seal has not been obtained and there is evidence of a type 1b endoleak. The endoleak has been subsequently treated with a tevar extension. Following discussion with our research and development team, a possible cause of this presentation would be retraction of the delivery system before the release wire had been fully removed.

Event description:
On (B)(6) 2024, total arch replacement with frozen elephant trunk (tar-fet) was performed to treat an acute dissection using the thoraflex hybrid stent graft. During post operative follow up, expansion of the aneurysm diameter (false lumen) due to endoleak was observed. The type ofendoleak could not be identified. On (B)(6) 2025, a ctag stent graft (21 mm × 15 cm + 31 mm × 20 cm, gore) was implanted. The endoleak then disappeared.brief description of the event as reported from the complainant. No health damage to the patient. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00073 to provide event closure information for tag0302.